Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Na ccc complaint. It was stated that " I'm calling for my mother she had gotten knee replacement and I guess she wanted to talk to you guys before calling a lawyer to see if we can settle out to court. For the parts that started to get loose inside of her knee two times so they had to replace". Doi: unknown. Doe: unknown. Affected side unknown.